Event description:
It was reported that the patient had multiple emergency backup battery (ebb) faults. The battery was reseated but resolution was unsuccessful. The battery was exchanged and multiple reseating's were performed and the ebb fault finally cleared. It was noted that it was after the third attempt after the "old nintendo trick" that the clearing was successful. Corrosion on the ribbon connection was suspected. Log files were submitted for review and captured backup battery fault alarms beginning at 11:26 am on (B)(6) 2026. In addition, the log noted several instances of the patient sleeping on batteries. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files but was not reproduced during evaluation of the returned 11v backup battery. The heartmate 3 system controller (B)(6) was not returned for analysis. The 11v backup battery (serial number: (B)(6)) was returned. Backup battery fault alarms were observed in the submitted log files from 21feb2026 ¿ 23feb2026 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarms did not affect the controller¿s ability to operate the pump as intended. There were no other notable events captured in the log file. The returned heartmate 3 system controller backup battery, serial number: (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Successful self-tests were performed during testing and alarms were not able to be reproduced. Provided information stated that the alarms were unable to be resolved after reseating the backup battery. The backup battery was exchanged, and after reseating multiple times, the alarm resolved. Corrosion on the ribbon cable was suspected, however due to the system controller not being returned and no photos being submitted for review, this was unable to be confirmed. Multiple attempts were made to obtain additional information about the event, however no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The testing records were reviewed for the heartmate 11v battery (s/n: (B)(6)) and it was found that the battery operated as intended. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU (rev. D) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 instructions for use (rev. D) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.